Manufacturer narrative:
This item was reported in error.

Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, primary surgery was (B)(6) 2012 and on (B)(6) 2016 heard squeaking was audible. (B)(6) 2016 started to have pain. Poly insert had cracked and insert and fem head revised on (B)(6) 2016.